Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely a faulty cable caused the imaging issue. However, a specific cause of the faulty cable was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. During the device evaluation, additional issues were discovered: the display image had noise; there was a leakage due to a broken cable; switch 1 had a malfunction; and the dome of switch 2 was broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during preparation for use, the video cable was folded on the high definition autoclavable camera head. The intended diagnostic procedure was completed successfully with a similar device. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that there was no image on the device. This report is to capture the reportable malfunction of no image noted at estimation.